Manufacturer narrative:
The analysis results for the el5ml device found that it was returned with the jaws disengaged from the cam due to a broken cam. The device was cycled and ejected the remaining clips due to the cam condition. However, no jamming issues were noted during analysis. A corrective action has been initiated to address broken cam issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the device was used during a general surgical procedure. It was reported that the surgeon was able to get one clip out, then the device jammed. A second device was opened and the procedure was completed without consequence to the patient.